Manufacturer narrative:
The mean age of the patients was 40 years (range 23-58 years), with 212 males and 173 females. 510k: this report is for an unknown expert tibial nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: stenroos, a., brinck, t. And handolin l. (2018), recommendation of use of checklist in tibial intramedullary nail removal: restrospective study of mechanical complications related to nail removal, international journal of the care of the injured, pages 1-21 ((B)(6)). The aim of this retrospective study is to report the unplanned events and injuries of treatment of a large retrospective series of patients who underwent a tibial nail removal, and to determine if there are fracture characteristics, patient demographics, or surgical details that may predict a complication. Between january 2010 to december 2016, the study including a total of 389 tibial intramedullary nail (imn) removals from 385 patients with tibial diaphyseal fracture or distal tibial fracture. 357 of the total removals involved depuy synthes expert tibia nail® (etn). The mean age of the patients was 40 years (range 23-58 years), with 212 males and 173 females. Tibia fractures were classified according to the müller¿s arbeitsgemeinschaft für osteosynthesefragen (ao) classification with the aim of finding the fracture patterns that might be associated with complications. The following complications were reported to be associated with the synthes etn: 75 intramedullary nails removed due to anterior knee pain. 61 intramedullary nails removed to pain at locking screw site. 1 intramedullary nail removed due to delayed union. 1 intramedullary nail removed due to deep infection. 2 patients had neuralgic pain at incision site after nail extraction, where 1 patient also had an iatrogenic fracture. 1 patient with a complex tibia fracture suffered both sensory and motoric peroneal nerve injuries. 2 patients who had previously been asymptomatic developed anterior knee pain at the incision site following the intramedullary nail removal. Infrapatellar nerve damage was found in both patients. 2 patients had the nail buried so deep that removal would have caused unacceptable destruction of the tibia plateau and the surgeon decided to abandon the operation. 1 case of proximal posterior tibial plateau fissure fracture due to difficult removal of nail. The fracture was detected after the nail was removed. This was treated with non-weight bearing for 4 weeks. 1 case of broken bone block from anterior tibial plateau due to difficult removal of nail. This was treated with non-weight bearing for 4 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. 1 case of anteromedial fissure fracture due to difficult removal of nail. This was observed four weeks after nail removal. This was treated with non-weight bearing for 8 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. 1 case of oblique fracture at primary fracture site due to undetected new condensed bone formation in distal nail. In this case the forced nail extraction caused a re-fracture in both tibia and fibula. This was treated with a long leg cast for 12 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. 1 intramedullary nail removed due to broken implant. 1 intramedullary nail removed due to nail migration. 15 cases of iatrogenic fractures occurred due to nail removal. Iatrogenic fractures were most often caused by inadequate preoperative planning or assuming that a broken interlocking screw tilts during the extraction. 1 patient with a complex tibia fracture suffered both sensory and motoric peroneal nerve injuries. 1 case of proximal posterior tibial plateau fissure fracture due to difficult removal of nail. The fracture was detected after the nail was removed. This was treated with non-weight bearing for 4 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. 1 case of broken bone block from anterior tibial plateau due to difficult removal of nail. This was treated with non-weight bearing for 4 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. 1 case of anteromedial fissure fracture due to difficult removal of nail. This was observed four weeks after nail removal. This was treated with non-weight bearing for 8 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. 1 case of oblique fracture at primary fracture site due to undetected new condensed bone formation in distal nail. In this case the forced nail extraction caused a re-fracture in both tibia and fibula. This was treated with a long leg cast for 12 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. 3 cases, the broken distal interlocking screw part tilted and caused no further harm. 31 cases with broken distal interlocking screws 22 cases, all parts of broken screws were removed prior the nail retraction. 2 cases of longitudinal fissure fracture due to a broken screw not tilting. These were treated with a long leg cast for 4 weeks. 1 case of longitudinal fracture due to a broken screw not tilting. This was treated with a long leg cast for 6 weeks. 1 case of complex mid diaphysis fracture due to a broken screw not tilting. This was treated with re-nailing. 2 cases of short distal fissure fracture due to a broken screw not tilting. These were treated with non-weight bearing for 6 weeks. 1 case of a 10 cm distal groove fracture due to a undetected oblique screw. This was treated with a long leg cast for 6 weeks. 2 cases of longitudinal fracture due to undetected oblique screw. These were treated with a long leg cast for 12 weeks. 1 case of complex fracture due to the surgeon not being able to find the distal ap interlocking screw and had moved to the proximal screws, forgetting then to remove the remaining distal interlocking screw. This was treated with a long leg cast for 12 weeks. 1 case of anterior longitudinal fracture due to a distal ap interlocking screw that was partially removed and left to prevent nail rotation while attaching the nail removal instrument, but then forgotten and not removed completely prior to nail extraction. This was treated with a long leg cast for 6 weeks. This report is for unknown synthes screws this is report 2 of 5 for (B)(4). A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
This report is for an unknown quantity of unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following complications were reported to be associated with the synthes etn: 1 patient with a complex tibia fracture suffered both sensory and motoric peroneal nerve injuries. 1 case of proximal posterior tibial plateau fissure fracture due to difficult removal of nail. The fracture was detected after the nail was removed. This was treated with non-weight bearing for 4 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. 1 case of broken bone block from anterior tibial plateau due to difficult removal of nail. This was treated with non-weight bearing for 4 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. 1 case of anteromedial fissure fracture due to difficult removal of nail. This was observed four weeks after nail removal. This was treated with non-weight bearing for 8 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. 1 case of oblique fracture at primary fracture site due to undetected new condensed bone formation in distal nail. In this case the forced nail extraction caused a re-fracture in both tibia and fibula. This was treated with a long leg cast for 12 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction.